Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the stent could not be deployed in the common bile duct. It was confirmed that no damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed the suture to be tensed and twisted around the proximal barb of the stent. No damages were noted to the stent. The guide catheter assembly was found stretched and broken near the proximal end. The suture hole on the push catheter was found torn. The suture was separated from the delivery system to observe the distal end of the guide catheter. A suture impression (kink/bend) was noted in the distal end of the guide catheter, indicating the suture likely embedded inside the guide catheter assembly during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.